Event description:
Company received a report of a patient who experienced neonatal depression and acidosis after reassuring saturations. Fspo2 readings were reported to be within 40-44%, nad no fhr abnormalities were observed with sensor placement. It was noted that during a period of non-reassuring fhr tracing, the fspo2 stopped tracing. Following a period of bradycardia, clinicians elected to perform cesarean section. No information was available for fhr for more than 25 minutes prior to delivery. Initial apgar score was reported to be zero. The patient was successfully resuscitated following birth, and has been discharged.